Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6)2024. On (B)(6)2024, the patient experienced a skin reaction with inflammation, pimples, drainage, and infection underneath the sensor pod. The patient was also wearing an omnipod insulin pump. The skin was prepped with alcohol prior to sensor insertion. On 11/8/24, the patient was taken to the doctor by his parent for evaluation. The doctor completed an incision and drainage procedure on the patient, and then did a wound culture. The results of the wound culture came back as mrsa. The patient was prescribed oral bactrim and topical mupirocin ointment. The patient was ¿fine¿, but the skin reaction was not yet fully healed at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)